Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance. It is noted that over the past year, there has been a noticeable increase in the lead's impedance, rising from 1,955 ohms to 2,188 ohms. Currently, the rv is programmed in unipolar mode. The initial red alert concerning out-of-range pacing impedance for the rv was noted in november 2024. This rv lead currently remains in service and no adverse patient effects were reported.